Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where the user attempted to issue medication. A technical support specialist (tss) remoted into the machine and asked the user to retry the transaction. The tss observed a pop up indicating that the patient had an allergy to the medication. After selecting ok, the override screen was displayed. The tss guided the user to locate the medication and submit a medication prescription verify request. The user was advised to wait for pharmacy verification before issuing the medication and was informed about the reason for the allergy alert. The user acknowledged the explanation, and the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the system had an issue where the user attempted to issue medication for a patient, but the system did not allow the transaction to proceed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.